Manufacturer narrative:
The lead was surgically abandoned and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker, right atrial (ra) and right ventricular (rv) lead exhibited functional undersensing, high threshold measurements and pacing inhibition. The root cause was undetermined. An invasive procedure was performed. The leads were surgically abandoned and replaced with new leads on the opposite side (right side) due to access difficulty on the left side, and the device was moved to the right side and remains implanted and in service. No additional adverse patient effects were reported.